Event description:
It was reported that the implantable pacing lead exhibited noise. There were several atrial high rate episodes and mode switches. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).